Event description:
Healthcare professional reported that a xen®45 gts was used for hypertensive surgery, with no bubbles observed when the device was infiltrated by free xen yag. Despite attempts to adjust the opening, there were no significant opening, there were no significant result. A follow up after 15 days later reveled a pressure of 26 without triple therapy, and a second xen implant proposal was made one day after the initial implantation in the left eye. Device remains implanted.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.